Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer evaluated that customer reported pump continuously alarming helium failed and stopped inflating balloon. Fse could not duplicate the issue. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit is alarming helium failed and stopped pump. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.